Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the hard drive was failed. A field service engineer replaced hard drive then reimaged and installed eset11 remote support services 4.12. The fse then setup network transfer protocol time server turned off power manager for universal serial bus hubs synchronized to server and setup auto launch application. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hard drive failed with error recovery your pc and required to repaire, which located on stccath2. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.